Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A customer reported receiving an unspecified low sensor scan when compared to a competitor brand meter. The customer experienced symptoms described as ¿wasn't able to hear anything¿ and a loss of consciousness. The customer was able to regain consciousness on their own and self-treated with oral glucose and food. No further information was provided. There was no report of death or permanent impairment associated with this event.